Event description:
It was reported that when thread the last two turns the dr has a feeling of weakness, with the subsequent breakage of the screw from the soul (where the screwdriver is placed) to the outside. All pieces were removed and procedure was complete with a back up device and no delays.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.